Event description:
A device report from (B)(4) indicated a surgeon in (B)(6) reported: surgeon has three recent cases in which there was plate failure in mandible reconstruction, unilock system. Case three: plate failed after 6 weeks, plate was not bent allot. Patient implanted on (B)(6) 2012, orif procedure. (B)(6) 2012, breakage of plate, not known if the plate was removed.

Manufacturer narrative:
Device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.